Event description:
The customer reported that while the alaris system was in use on a patient, smoke was seen coming from the left side of the pcu at the iui connector where the pump module was attached. Reported a hole developed on the side of the pcu where the smoke continued to come out. There was no patient or staff harm reported. Although requested, no additional event or patient information provided.

Manufacturer narrative:
Manufacturer's report date: 11/19/2014. (B)(4). The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.